Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site biomedical engineer reported that, while in a procedure, the navigation system became unresponsive. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The rep was unable to replicate the issue. The rep has covered 2 cases with this system since the incidence was reported, and the navigation system functioned properly.